Event description:
Monitor alarmed ventricular tachycardia but when attempts were made to see history of rhythm there were gaps in the record preventing full review. The data was populated on its own within a few hours of reviewing the history. We first become aware of this issue on (B)(6) 2016 and it was reported to the manufacturer. We experienced this again on (B)(6) 2016 and we reported this to the manufacturer again. Per site reporter, philips has opened a level 3 escalation to the business unit or the factory and have dedicated resources to investigate this issue.